Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The implantable cardioverter defibrillator could not be interrogated. No intervention was performed. No further information was available.

Event description:
New information received on 12/12/2018 indicating that the device was able to be interrogated. The patient was stable throughout.